Event description:
It was reported error occurred for vitatron. Followup information received indicates the error occurred during startup of the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the programmer passed functional testing. Analysis found the system fan is noisy. (B)(4).